Manufacturer narrative:
The insulin pump was received with button error alarm due to corroded keypad traces. The pump was received with cracked display window corners, scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they experienced button error alarm. The customer's blood glucose value was 136 mg/dl. The customer stated that the button error did not occur right after the pump was exposed to moisture. The product was returned for analysis.